Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-year post deployment, the patient presented for filter removal, venogram revealed that there was a nonocclusive thrombus above the filter. Followed by six months later, the filter was successfully removed. Therefore, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, caval thrombosis was alleged. The device was removed percutaneously after two attempted but unsuccessful removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, caval thrombosis was alleged. The device was removed percutaneously after two attempted but unsuccessful removal procedures. The current status of the patient is unknown.